Event description:
It was reported that during initial surgery, the surgeon experienced difficulties implanting the tibia component. It was found to be loose. Off label usage occurred, when not having a cemented size aa implant available, the surgeon proceeded to cement the cementless implant into place.

Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Review of complaint history identified two similar complaints (including initiating complaint) for surgeon error involving an oxford cementless tibial component. The devices are used for treatment. Review of complaint history identified no similar complaints for the reported item and no additional complaints for the reported part and lot combination. Medical records were not provided. The surgeon experienced difficulties implanting the tibia component. It was found to be loose. Off label usage occurred, when not having a cemented size aa implant available, the surgeon proceeded to cement the cementless implant into place. The sales representative attended another procedure with the surgeon where he advised him on the correct positioning of the implant in order to prevent further issues in future. The oxford partial knee cemented and cementless surgical technique does not explicitly state where to begin insertion. However, the following is included: the component is then carefully impacted, with the keel passing obliquely at an angle into the keel slot. The key word in the surgical technique is obliquely ¿ which can only be achieved if the first point of the keel insertion is towards the posterior of the prepared slot. The investigation could not verify or identify any evidence of product contribution to the reported problem. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in europe: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Associated products: medical product: twin-peg cemented femoral component. Catalog no.: unknown. Lot no.: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that during initial surgery, the surgeon experienced difficulties implanting the tibia component. It was found to be loose. Off label usage occurred, when not having a cemented size aa implant available, the surgeon proceeded to cement the cementless implant into place.